Event description:
It was reported the patient's scs system did not provide pain relief on the patient's right side. Reprogramming was performed to no avail. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein a new octrode lead was implanted to the right of the epidural space. Effective coverage was achieved postoperatively.